Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to contact support if any future issues arise.